Event description:
It was reported that the patient's vns was now indicating high impedance. No trauma or manipulation was believed to have occurred. Last known good diagnostics were taken in (B)(6) 2012, per the site. The patient indicated that she no longer coughs or feels a tingling sensation with stimulation. The patient later indicated pain at her ear and increased seizure activity. The site was informed of the manufacturer recommendation to disable the vns in the presence of high impedance however the patient requested that the magnet stimulation remain on at 1ma. The normal current was turned off. Surgery to replace the lead and generator has occurred. Troubleshooting performed during surgery found that lead pin reinsertion did not resolve the high impedance indicating that a lead fracture was likely present. The site will not be returning any explanted products per policy.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death.